Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the hospital experiencing chest pain and the physician observed fluid in the pericardium. No intervention was performed. The patient was referred to a another hospital for management. No further information could be obtained at this time.